Event description:
It was reported that the patient with this pacemaker experienced multiple syncopal episodes overnight post lead implant. It was noted that the threshold test failed, and high capture thresholds were observed. The physician did a threshold test in the morning. The threshold was the same threshold observed when they implanted the lead. The pacing output was reprogrammed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced multiple syncopal episodes overnight post lead implant. It was noted that the threshold test failed, and high capture thresholds were observed. The physician did a threshold test in the morning. The threshold was the same threshold observed when they implanted the lead. The pacing output was reprogrammed. No additional adverse patient effects were reported. Additional information received indicates that the left bundle branch (lbb) lead dislodged. The lbb lead is a non-boston scientific lead. The lead was repositioned, which resolved the issue. The device operated as expected. The device remains in use. No adverse patient effects were reported.